Event description:
It is reported that a customer was hospitalized in greece for a high blood glucose level of 600 mg/dl. The customer stated that they had a bad batch of reservoirs. The customer was informed that the reservoirs needed to be replaced. The customer did not want to trouble shoot the issue. Details about hospitalization were not revealed. The customer was assisted with trouble shooting and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.